Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plugs of two 6f exoseal vascular closure device (vcd) remained in the delivery tube when the device and non-cordis sheaths were removed. Hemostasis was maintained by manual compression for over ten minutes. There was no reported patient injury or adverse events. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The operator was experienced, with four years and approximately one thousand uses. No visible abnormalities were noted prior to use. The patient had bilateral lower limb arterial occlusion and renal artery stenosis. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no prior closure with any device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The left superficial femoral artery and renal artery were treated via bilateral femoral artery. The procedure used an antegrade approach for the left femoral artery and a retrograde approach for the right femoral artery. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black, with no red color observed during retraction. The exoseal vcd was securely locked with the vascular sheath introducer, and there was no issue with or damage to the deployment lever. The plug deployment button was fully pressed and the user paused for around fifteen seconds. The sheath was not kinked or bent. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18399234 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer ¿vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plugs of two 6f exoseal vascular closure device (vcd) remained in the delivery tube when the device and non-cordis sheaths were removed. Hemostasis was maintained by manual compression for over 10 minutes. There was no reported patient injury or adverse events. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The operator was experienced, with 4 years and approximately 1000 uses. No visible abnormalities were noted prior to use. The patient had bilateral lower limb arterial occlusion and renal artery stenosis. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no prior closure with any device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The left superficial femoral artery and renal artery were treated via bilateral femoral artery. The procedure used an antegrade approach for the left femoral artery and a retrograde approach for the right femoral artery. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black, with no red color observed during retraction. The exoseal vcd was securely locked with the vascular sheath introducer, and there was no issue with or damage to the deployment lever. The plug deployment button was fully pressed and the user paused for around fifteen seconds. The sheath was not kinked or bent. Other procedural details were requested but were not provided. The devices were not returned as expected.

Manufacturer narrative:
As reported, the plugs of two 6f exoseal vascular closure device (vcd) remained in the delivery tube when the device and non-cordis sheaths were removed. Hemostasis was maintained by manual compression for over 10 minutes. There was no reported patient injury or adverse events. No visible abnormalities were noted prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black, with no red color observed during retraction. The exoseal vcd was securely locked with the vascular sheath introducer, and there was no issue with or damage to the deployment lever. The plug deployment button was fully pressed and the user paused for around fifteen seconds. The sheath was not kinked or bent. The left superficial femoral artery and renal artery were treated via bilateral femoral artery. The procedure used an antegrade approach for the left femoral artery and a retrograde approach for the right femoral artery. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The operator was experienced, with 4 years and approximately 1000 uses. The patient had bilateral lower limb arterial occlusion and renal artery stenosis. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no prior closure with any device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18399234 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿, were not observed through analysis of the returned devices as the devices were received fully deployed and the plugs were not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the device history review, or the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.